Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately two years later due to a psoas conflict. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d6b; g3; h2; h3; h4; h6; h10. D6a - implant date - unknown month and day in 2023. Visual examination of the provided pictures identified explanted devices with signs of use (scratches, gouges, dried debris). Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and identified the following: left total hip arthroplasty without acute hardware complication. Iliopsoas impingement is often due to excessive anterior overhang of the acetabular cup from oversize components or improper cup version, which cannot be assessed from the provided ap view-a crosstable lateral view or CT would be necessary to make this assessment and ultrasound can visualize the tendon directly as well as any dynamic impingement or bursitis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.